Manufacturer narrative:
Load cell. Conclusions: the issue was identified during a product eval; the customer indicated they would have it repaired at a later date.

Event description:
It was reported by service report that the scale was inaccurate and bed exit was not functional. No pt involvement or adverse consequences were reported.